Manufacturer narrative:
Name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #(B)(6).

Event description:
It was reported to philips that the device had a co2 rebreathing risk alarm error. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during the pre-use setup with no medical intervention provided to the patient, nor was a delay noted. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed that the flow sensor required replacement. The asp replaced the flow sensor assembly to resolve the issue. The device passed functional testing after the repair was completed and was returned to service.